Event description:
Revision of optetrak knee components. Reason not reported. This event was discovered through active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.